Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal reaction"), mood altered ("mood changes"), abdominal pain lower ("cramps"), genital haemorrhage ("excessive bleeding") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on 18-nov-2019. At the time of the report, the pelvic pain, allergy to metals, mood altered, abdominal pain lower, genital haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, migraine, mood altered and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("metal reaction"), mood altered ("mood changes"), abdominal pain lower ("cramps"), genital haemorrhage ("excessive bleeding") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, mood altered, abdominal pain lower, genital haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, migraine, mood altered and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.